Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump experienced a bolus anomaly. It was reported that insulin pump delivered bolus without prompt. Customer's blood glucose was unknown. Insulin pump would be replaced.